Event description:
Pump declared an altitude alarm, and specific blood glucose value at time of event was unknown, but it remained within safe range. There was no adverse impact to the customer's blood glucose level. Customer's insulin delivery was initially suspended; however, efforts to resolve the issue by cleaning the speaker holes and replacing the cartridge were unsuccessful. Technical support decided to replace the pump and cartridge. Customer was instructed to use multiple daily injections (mdi) as backup therapy, store the faulty pump properly, and return it within 10 days.